Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown nexgen tibial tray catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2021-03273. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found.. A definitive root cause cannot be determined for the articular surface not seating. It was reported the surgeon sutured the bearing to the tibia. As stated in persona the personalized knee surgical technique, place the bearing onto the tibial base plate. Apply pressure anterior to posterior to properly engage the tibial component and tibial bearing for final seating. This is necessary to allow the inserter to properly engage the tibial component and tibial bearing for final seating. Steady the surface of the base plate with one hand by applying downward pressure near the posterior cruciate cutout. The reported event is attributed to the user failing to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure, the device did not engage. The surgeon had to suture through the bearing and into the tibia to anchor bearing. The surgeon does not plan to revise the patient at this point as they are elderly and not experiencing any known issues due to the event. Attempt for further information has been made, but no further information has been provided.